Event description:
A facility reported that a patient was injured during surgery due to a malfunctioning mayfield composite series skull clamp (a3059). It is unknown if there was a delay in surgery. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage or malfunctioning. There was slight movement in the lock and a small crack in the base casting; however, when the unit was applied to the test block and put under 80 ft. Lbs. Of pressure, it did not move. The lock was rotated and locked multiple times and it did not slip. Additionally, the unit is over 4 years old and has no service history. Consequently, the base casting, disk ratchet and retaining ring were replaced and general cleaning and maintenance were performed. Root cause - the complaint is not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.